Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was in a car accident on (B)(6) 2016 and after the accident, the patient could only feel stimulation in their legs and not in their back. Reprogramming was attempted a couple times and it did not resolve the issue. The patient was redirected to their pain management doctor. No further complications are anticipated. Additional information was received from the manufacture representative (rep) on (B)(6) 2017. The rep stated that they have no specifics regarding the patient¿s complaint other than there was a successful reprogramming on (B)(6) 2017. Additional information was received from the rep on (B)(6) 2017. The rep stated that they saw the patient in (B)(6) 2017 and the event was marked successful meaning that the patient was satisfied with the adjustment of their stimulator. The rep had no further information. No further complications were reported/are anticipated.